Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). The 1.5mm x 15mm apex flex balloon catheter was advanced and inflation was performed 3 times to unknown atms. During the fourth inflation, the balloon ruptured at 10atms. The device was removed intact and the procedure was completed with another device. No patient complications were reported and the patient's status is good.